Event description:
A patient reported exreriencing inaccurate erratic results with a ot profile meter. The patient's blood glucose results were not documented. Tests were done 11-20 minutes apart with a difference of > 20%. Patient did not experience any adverse events. No further information has been reported.